Event description:
It was reported that during a gastric bypass surgery, two devices were used alternately during the surgery, while closing the stoma, the staple line went half way across the length of the cartridge but the cut line went the full length of the cartridge. The doctor stopped and began using the second linear cutter, and the same result occurred. The doctor fired two more green reloads, alternating devices, to finish closing the stoma with the same end result. The physician had to finish by hand-sewing the opening. The o.r time was delayed about 15 minutes. There was no patient consequence.